Manufacturer narrative:
Device manufacturing date is unavailable. A manufacturer representative went to the site to test the equipment. It was identified the generator section was not finishing the self test at boot up and not booting up. It was suspected the k1 relay and supply board were defective and thus, replaced. The situation remained unchanged and further troubleshooting showed the ps1 power supply was not working. The ps1 power supply was replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while pre-operative during a maxillofacial procedure, it was identified that the x-ray generator for the imaging system could not complete initialization and a red x displayed on the pendant. It was noted it was impossible to shoot an x-ray. Troubleshooting included restarting, activating and reactivating the e-stop, ensuring the imaging system was not docked and ensuring the imaging system was not in lift and shift. Troubleshooting was unable to restore functionality. There was a delay of an hour or longer. There was no known impact on patient outcome.

Manufacturer narrative:
Additional information: manufacture date provided in appropriate field. The suspect power supply and supply board has been received by the manufacturer for evaluation; however, no results are available yet. Correction: UDI has been updated to proper value.

Manufacturer narrative:
The relay was returned to the manufacturer for analysis. The relay was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The generator booster board was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The power supply for the imaging system was returned to the manufacturer for evaluation. Testing found that the power supply had no output voltage.